Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report "add gel" messages without a gel deployment event. During servicing, a reportable problem was discovered. The electrode belt failed incoming testing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause of the add gel messages is the damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.